Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? 2. Was the ampoule crushed repeatedly? 3. What was done to treat the shard penetration? 4. Was medical or surgical intervention required? 5. What is the status of the surgeon injury today? 6. Can you identify the product code of the device that was used?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2018 and topical skin adhesive was used. When the emergency room physician assistant squeezed the topical skin adhesive to apply to a wound, a piece of the inside plastic poked out. In turn, it stabbed her finger and drew blood, as she was trying to fix the wound. It was not reported how the issue was resolved. There were no patient consequences reported. No product was indicated as being returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.